Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14730. It was reported that patient presented remotely via merlin. Net. Review of transcripts showed 47 stored episodes of noise reversion on the device and right ventricular (rv) lead. No intervention was performed. There were no patient consequences and will be monitored.